Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. Fifteen days after the peritonitis onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with ancef intraperitoneally (dosage, frequency, and duration not reported) and fortaz intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date in the same month as the onset of the peritonitis, antibiotic therapy with ancef and fortaz was discontinued. On an unknown date in the same month as the onset of the peritonitis, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapies were discontinued and eight days after the onset of the peritonitis, the peritoneal dialysis catheter was removed and the patient received hemodialysis treatment. Twelve days after the onset of the peritonitis, a new peritoneal dialysis catheter was placed and peritoneal dialysis therapy was resumed on an unreported date. Fifteen days after the onset of the peritonitis, peritoneal dialysis therapy was again discontinued and the patient was placed on hemodialysis. On an unreported date during the hospitalization, the peritoneal dialysis catheter was removed. After eleven days of hospitalization, the patient was discharged. Two days after hospital discharge, the patient began hemodialysis at the clinic. Hemodialysis was anticipated to last for approximately one month. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.